Manufacturer narrative:
Article acceptance date is (B)(6) 2021. The study was conducted for surgeries performed between november 2017 and may 2020. Device manufacture date: unknown, as the serial number was not provided. Device evaluation product testing could not be performed because the product was not returned (the lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Citation: fikret ucar, t; intraocular lens implantation with flattened flanged intrascleral fixation technique in pediatric aphakia; january 25, 2022. Published by elsevier inc. 1091-8531/$36.00 https://doi.org/10.1016/j.jaapos.2021.09.010 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article:intraocular lens implantation with flattened flanged intrascleral fixation technique in pediatric aphakia. A retrospective study was done to evaluate the clinical outcomes of flattened flanged intrascleral fixation of the intraocular lens (iol) in cases of pediatric aphakia without adequate capsular support. A total of 21 eyes of 16 patients with either ectopia lentis secondary to marfan syndrome, aphakia following complicated lens extraction for congenital cataracts, traumatic aphakia after open globe injury or dislocated posterior chamber iol underwent cataract extraction and were implanted with the three-piece foldable iol sensar ar40 (abbott medical optics) using the flattened flanged intrascleral iol implantation technique (off-label use). All cases had a mild postoperative anterior chamber reaction that was controlled with standard topical steroid drops. It was reported that there was no improvement in 3 eyes (cases 5, 19, and 21) and one of these patients (case 19) had a wide corneal scar secondary to open globe injury. In the other 2 eyes, there was no improvement in visual acuity due to amblyopia. Postoperative transient intraocular pressure (iop) elevation was observed in 3 eyes (case 6, 17, 21) and all eyes responded to topical antiglaucoma medication. The mean iol tilt was 3.2 degrees ± 3.1 degrees (range, 0 degrees ¿ 10 degrees). The mean corneal endothelial cell density (ecd) decreased from 3,324 ± 274 cells/mm2 preoperatively to 3,164 ± 249 cells/mm2 postoperatively and the specular loss was 4.8%. In one eye of a patient with marfan syndrome (case 2), one of the haptics was partially visible in the scleral tunnel. There was also one case of iris atrophy (case 11) reported during follow up. No further details were provided. This report is for patient # 13 (left eye). Separate reports are being submitted to capture the adverse events for each patient.